Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient went to the doctor's office with leg pain. CT scan was performed and despite significant callous formation, there was a non-union present. On (B)(6) 2019, the patient underwent removal of titanium cannulated tibial nail, unknown end cap, and unknown locking screws. In 2018, the hardware was originally implanted due to sustained fracture of the left tibia. The non-union was revised by implanting a new larger diameter tibia nail. The procedure was successfully completed without harm or delay. This complaint involves three (3) devices. This report is for one (1) unk - end caps: tibial nail. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary it was reported that on an unknown date, the patient went to the doctor's office with leg pain. CT scan was performed and despite significant callus formation, there was a non-union present. On an unknown date, the patient underwent removal of titanium cannulated tibial nail, unknown end cap, and unknown locking screws. In 2018, the hardware was originally implanted due to sustained fracture of the left tibia. The non-union was revised by implanting a new larger diameter tibia nail. The procedure was successfully completed without harm or delay. The implant(s) was not returned and instead will be do based on the supplied image from the attachment(s) labeled: (B)(4) intake email received from sales consultant 12mar2019. The image(s) (2 total) was reviewed and the complaint condition for adverse event could not be confirmed as no conclusions could be drawn from the image(s) provided. As the implant was not returned an as received, dimensional, material or drawing reviews are not applicable. A device history review could not be performed as the lot number could not be determined from the supplied image(s). No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.